Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level lower than 40 mg/dl. Reportedly, the customer inadvertently entered an incorrect value into the bolus menu when requesting a bolus, and subsequently delivered too much insulin. Customer consumed carbohydrates to address bg level.